Manufacturer narrative:
(B)(4). The customer returned an open cvc set with a guide wire and other various components for evaluation. The guide wire was returned within the advancer tube with the cap secure to the end and showed no evidence of use. Visual examination of the returned guide wire assembly revealed the guide wire was returned with the j-tip retracted back within the advancer tube. The guide wire was observed to have a single kink towards the distal end of the body in the portion of the guide wire within the advancer tube. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body , inside the straightener tube. Both welds were present and were observed to be full and spherical. The kink in the guide wire were located 38mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed the guide wire j-tip was returned retracted within the advancer tube and the portion within the tube was kinked. The damage is typical of damage resulting from retracting the swg inside the straightener tube. It cannot be confirmed when the guide wire was retracted within the advancer tube, therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It is reported that during catheter set inspection, the guide wire was kinked in one spot.the device was not used.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It is reported that during catheter set inspection, the guide wire was kinked in one spot. The device was not used.